Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(4) 2019, senseonics was made aware of an instance where the physician could not remove the eversense sensor on the first attempt. The patient was asked to revisit the clinic for a second removal attempt.

Manufacturer narrative:
Sensor was successfully removed from the patient. However, the date of removal remained unknown. G1-2 contact information was updated. H6 patient code was updated to 2330. H6 results code was updated to 3221. H6 conclusions code was updated to 4311.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report. Patient's date of birth and age have been provided.